Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main lamp of the video system center was blinking and then turned off by itself. The issue occurred during a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8,h4,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was inspected and cleaned at the site, but the problem was not resolved. The site-inspector went on confirm that the contact with the blinking light was the actual exam lamp, not the front panel. Thus, confirming the user's report. Based on the inspection of the subject device as well as the results of the investigation, it is believed that fatigue and component failure caused the reported event. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.